Event description:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted issue was identified prior to the case starting, so the equipment was not used on a patient. The information applies to a patient involved if the issue was identified during a procedure, or the last patient on which the product was used if the issue was discovered after a procedure or during cleaning. This was not during a case, but before, so reporter does not believe any further information needs to be provided.

Manufacturer narrative:
Updated field: b5.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported problem was confirmed. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested operated without error and verified as ready for use. Isi received the part involved with this complaint and completed the device evaluation. The iesu generator was placed on an in-house system and was run in normal mode. Errors m-02-3 and 1-87 were confirmed indicating a component failure. A review of the site's system logs for the reported procedure date was conducted by rpms analyst. Verification via logs confirms the occurrence of a procedure on the reported event date of (B)(6) 2022 matching the documented event details. This complaint is considered a reportable event due to the following conclusion: the fse confirmed that the integrated electrosurgical unit (iesu) exhibited persistent issue. Fa of the iesu confirmed a component failure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure , the integrated electrosurgical unit (iesu) erbe energy activation was found to be interrupted upon initialization. Or staff called technical service engineer (tse) to report energy activation messages on erbe after power up. Onsite logs displayed error c-82, 2-71, and c-71 on erbe. Or staff was advised to cycle erbe power. Faults cleared on erbe power cycle. Or staff is continuing with system setup. The user continued the planned procedure using the same erbe generator with no further issue reported. No known impact or patient consequence reported. Intuitive surgical, inc. (Isi) made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.